Event description:
It was later reported that, on (B)(6) 2014, the hcp noted that the pump was mobile in the patient¿s pocket at that time. No action was taken. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that, during a pump refill on (B)(6) 2014, the healthcare provider (hcp) noted that the pump might have been flipping in the pocket, as the pump orientation was currently at 3 o¿clock. Per documentation in the physician programmer, the pump was oriented at 9 o¿clock and, per the implant worksheet, the pump was oriented at 3 o¿clock. As of (B)(6) 2014, the event outcome was ongoing. The device system was used to deliver morphine and bupivacaine. It was further noted that the patient was not receiving morphine sulfate.

Manufacturer narrative:
The date for the information previously submitted in follow-up report #001 has been updated/corrected.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that the event resolved without intervention and was considered to be resolved without sequelae on (B)(6) 2015.

Event description:
Additional information was received reporting that no symptoms were noted.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The cause of the pump inversion was not determined. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported that on (B)(6) 2014 during an examination/pump refill it was noted that the pump was previously oriented in the 3'o clock position and was now oriented in the 9 o' clock position. The pump had possibly migrated. No actions were taken and the issue was unresolved with no further action planned.